Event description:
It was reported that during a latarjet procedure during drilling of the coracoid bone, outside of the patient, two drills just fell apart. With a third new drill the procedure could be finished, with no delay for the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 10-jan-2024: drilling of the coracoid bone is outside of the patient, where the bone is hold firm in a clamp. With the first drill the tip that fell apart and the second drill that was used, a crack was seen. The third one that was used was okay.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the flutes of the drill, 2.75 mm, 0.066'' cannulation had broken off. No pieces were returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion; prying/leveraging the device during insertion.